Event description:
The patient was using a farrell valve system continuous gastric pressure relief system. The mother opened a new package and the device separated at a connection making it unable to be used. A new device had to be opened. No patient harm.